Event description:
The patient was having 2 pacing leads extracted related to a pocket infection (diagnoses prior to procedure). An svc/atrial tear occurred during extraction of the rv lead. Patient did not survive intervention.